Manufacturer narrative:
(B)(4). The hp2 device was returned to the factory for evaluation. Signs of clinical usage and evidence of blood were observed. A visual inspection was conducted. Blood and char tissue were observed on the jaws. The silicone insulation was peeled away from the tip of the cold jaw support without detachment. Specks of blood were observed on the harvesting tool handle. A microscopic inspection determined that the heater wire was slightly flexed away at the center of the hot jaw. No other failures were observed. Based on the returned condition of the device, the reported failure ¿peeled; jaw; cold boot/¿coating detached, cracked, peeling¿ and analyzed failure ¿bent wire¿ were confirmed. Specific actions for the reported failure mode "peeled; jaw; cold boot/¿coating detached, cracked, peeling" and analyzed failure ¿bent wire¿ are being maintained and documented under maquet's failure investigation report (fir) system.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 plastic coating on the jaws of the device peeled back. No remnants were left in the patient. Was able to complete the case with the same kit. The hospital did not report any patient effects.

Manufacturer narrative:
Internal complaint number trackwise # (B)(4). Autonumber # (B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 plastic coating on the jaws of the device peeled back. No remnants were left in the patient. Was able to complete the case with the same kit. The hospital did not report any patient effects.